Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported the therapy issue was related to the programming and the cause was not determined. The patient's relevant medical history included urgency-frequency; urinary urge incontinence; diabetes; gastro esophogeal reflux disorder; raynauds; depression; migraines; chronic obsructive pulmonary disease; bipolar disorder; artial hysterectomy.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) for a clinical study reported increased urgency, then difficulty initiating the stream. Interventions included a reprogramming on (B)(6) 2015. Another reprogramming was performed where the programming was changed from case positive 1 and 2 negative at 1.5 amps 210 pulse width to 0 positive 2 negative at 4.7 amps at 270 pulse width on (B)(6) 2015. There was a reprogramming where the device amp was increased to 5.1 and they were feeling stimulation in the rectum/vagina on (B)(6) 2015. On (B)(6) 2015, the programming was changed from 0 positive, 2 negative at 5.2 volts amps with 210 pulse width to 1 positive, 2 and 3 negative at 2.4 volts amps with 270 pulse width. It was again changed to 1 positive and 2 negative at 3.3 volts feeling stimulation in the buttocks on (B)(6) 2016. Another reprogramming was performed on (B)(6) 2016, where impedance evaluation were all within normal limit and it was changed from 1 positive 2 negative at 3.3 volts amps to case positive 1 and 2 negative at 1.4 volts amps and they were feeling stimulation on their pelvis. Lastly, x-rays were taken that showed negative results on (B)(6) 2016. There was a report that it was possibly related to the device or therapy and not related to the implant procedure but reported that it was due to the programming/stimulation. Symptoms included some increase in urgency, then difficulty initiating the stream. On (B)(6) 2015, the symptoms continued with urgency and mild stress incontinence with coughing. They were feeling the need to double void to complete emptying with intermittent hesitancy of stream. On (B)(6) 2016, frequency increased and incontinence recurred/worsened mild stress incontinence with coughing. On (B)(6) 2016, the patient had their device adjusted several weeks ago and had done quite well since. No more urinary incontinence at night. Good control during the daytime and they did turn up a few spots but on (B)(6) 2016, they were not feeling the device. The issue resolved without sequelae on (B)(6) 2016. No further patient complications have been reported as a result of this event.